Event description:
It was reported that four days after the insertion of the catheter into the pt, the extension tube of the distal lumen separated from the junction hub. As a result, the catheter was removed and replaced without difficulty or complications to the patient.

Manufacturer narrative:
Evaluation: one catheter was returned. The returned catheter was visually examined and it was observed that the distal luer lock connector (brown connector) was disconnected from the distal extension line. Evidence of molding marks on the extension line appeared approximately 1 mm from the end indicating that the extrusion was not seated in the connector at the specified depth (of approximately 10 mm) during molding. It appears that the extrusion was not seated at the proper dept of approximately 10mm within the hub. A device history record trace was completed with no relevant findings. The reported complaint of "extension line separated from the hub" was confirmed through visual inspection. The potential cause appears to be a mfg issue.